Event description:
It was reported that sensor needle broke off into the customer's skin. Unable to troubleshoot. Customer's blood glucose level at the time 98 mg/dl. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found the tip of cannula bent, the insertion needle passed per spec. Unable to confirm customer received sensor damage due to customer returning the product opened/used.